Event description:
It was reported that this pacemaker has entered safety mode. Subsequently, this device has been explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.